Manufacturer narrative:
Citation: kroon et al. Dedicated plug based closure for large bore access - the marvel prospective registry. Catheter cardiovasc interv. 2021 may 1;97(6):1270-1278. Doi: 10.1002/ccd.29439. Epub 2020 dec 21. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding safety and performance of the manta vascular closure device (vcd) under real world conditions. All data were collected from 10 centers between february 2018 and july 2019. The study population included 500 patients (predominantly male, mean age 80.8 years). Multiple manufacturer¿s devices were implanted in the study population. Amongall patients 202 were implanted with a medtronic evolut r (n=82) or evolut pro (n=120) bioprosthetic valve (unique device identifier numbers not provided) delivered by an enveo delivery catheter system (dcs). Among all patients, seven deaths occurred during the follow-up period. In one patient the external iliac artery ruptured during balloon aortic valvuloplasty (bav) which required occlusion by balloon in the abdominal aorta. After leaving the catheterization laboratory the patient developed gradual hypotension and underwent urgent vascular surgery; however, later developed multi-organ failure and died the same day in the intensive care unit (ICU). No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Based on the available information medtronic product was not directly associated with the death(s). The authors described adverse events such as bleeding events and other vascular complications related to the manta vsd. Adverse events not related to the manta vsd included: post-procedural arrhythmia requiring permanent pacemaker implant, major stroke, bleeding and/or vascular complication, and pericardial tamponade. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.